Event description:
The report stated that during the radio frequency ablation procedure, the generator suddenly stopped after making an error sound. It was reset and ablation was re-started. However, output did not increase over 5w while temp reading kept going up. Temp reach hhh (indicating temp greater than 99c) and the generator stopped. After one more reboot, it worked fine. To be safe, however, an additional ablation was performed with another generator. The pt is reported as ok. The same needle electrode was used throughout the procedure and was discarded after the procedure.

Manufacturer narrative:
(B) (4). (B) (4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.